Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2017. The patient experienced further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; other pain: ; painful intercourse; incontinence not present before implant; psychiatric injury. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery under general anesthesia for the following purpose: rectify loosened mesh.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.